Event description:
A customer reported that during a vitrectomy surgery an ophthalmic system eye collapsed and did not stabilize. Also, fluid went inside was less than the fluid going out. Additional information indicated that scheduled procedure was vitrectomy, pars plana membranectomy with internal limiting membrane peeling and air fluid exchange oculus sinister (os). The surgery was completed on same day. The current outcome of the patient¿s condition was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).